Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove the remaining pieces. She went to the doctor to ensure no tampon pieces remained and doctor confirmed no tampon pieces were left behind.